Event description:
It was reported the pt's ipg was at an angle at the pocket site due to weight loss. The angle of the ipg was causing discomfort for the pt. As a result, the ipg was relocated. Adequate stimulation was received following the relocated. Adequate stimulation was received following the relocation of the ipg.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.